Event description:
It was reported that the c-arm moved on its own. No injury reported. A field engineer was dispatched to the site and determined the rotating switch needed to be replaced. Once this was completed the system was working as intended.